Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor silicone prosthesis, experienced unknown-sided rupture postoperative. The patient had the implant removed on an unknown date. At the time of this report, mentor has received no information regarding explantation date. Note: patients other event reported in manufacturer report number 1645337-2021-07067.